Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a ring-shaped shadow appearing on the endoscope image. During the device evaluation, the following reportable malfunction was found: foreign matter observed in tip nozzle. This medical device report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, there was no delay in the start of pre-cleaning, there were no abnormalities in the accessories used for reprocessing, the customer did immerse the endoscope in detergent solution, they wiped the air/water nozzle with clean lint-free cloths/brushes/sponges, and they flushed the nozzle with detergent solution, water and air. The device was returned and evaluated, and the customer¿s allegation of ring-shaped shadow appearing on the endoscope image was not confirmed. In addition to the foreign matter in the tip nozzle due to user handling finding, the additional evaluation findings are as follows: distal image flare, insertion tube curved rubber scratched, insertion tube curved rubber adhesive peeling, insertion section curved, rubber bonding part cloudy, the nozzle clogged at the tip, switch 1 was rubbery, peeling off of the adhesive part of the objective lens in the insertion part, whitening of the adhesive part of the illumination lens in the insertion part, burning of the tip cover, scratches in the insertion part, and wrinkles in the insertion part. The investigation is ongoing, and a definitive root cause of customer's allegation cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with below instructions for use: inspection method is described in the operation manual chapter 3 preparation and inspection in the gif/cf/pcf-290 series. Prevention method is described in the reprocessing manual in chapter 3 cleaning, disinfection, and sterilization procedures for gif/cf/pcf-290 series. Olympus will continue to monitor field performance for this device.